Event description:
The surgeon inserted a 19.0 dioter aq2017v silicone three-piece lens but the injector overrode and tore the lens. The lens was cut into pieces to remove and there was no pt injury. The reporter stated the cause of the lens tear was the injector.